Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported something has come loose inside the fan during an esophagogastroduodenoscopy procedure while the patient was under sedation it was completed with the same device involving an olympus xenon light source. There was no patient injury reported.